Manufacturer narrative:
Method: device history record review. Results: device history record review was performed - a review of the device history did not identify any deviations to the manufacturing, packaging, and sterilization process. Based on the investigation, nothing in the manufacturing of the lens and injector system was the root cause of this complaint. No definite root cause was identified. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be identified. A probable cause of this event is concluded to be user error. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that there was clear surgical residue on the product, the lens was stuck in the cartridge of the device, the tip of the cartridge was damaged, the injector body was damaged, and the cartridge wall was torn. Conclusion: based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 20.0 preloaded injector. Prior to implantation, the lens became stuck in the cartridge when handling the device. Lens was not implanted and there was no adverse event reported.